Manufacturer narrative:
Note : product reference 443350 is not cleared for sales in the USA, but similar product reference 5433750 is cleared under #510k130576. Batch history review: we have checked the manufacturing file of the involved batch of access ports which complies with our specifications and does not present any discrepancy. No other complaint has been reported to us on this batch of access ports released in september 2020. Investigation results: we received for investigation one celsite st305 from batch nr 36967663. Visual examination: the device is contaminated by blood. A 3 mm long piece of catheter is still on the exit cannula. Its extremity is ruptured, the facies is rough and irregular. The distal part of the catheter measures 24.7 mm. Dimensional measures: we have measured the returned device in order to check its conformity to our specifications. No manufacturing abnormality was noted. Conclusion: no manufacturing defect has been detected on the returned device, the catheter rupture occurred under the connection ring, the catheter rupture occurred shortly after the implantation (less than 2 months). According to the above mentioned information and in view of the location of the catheter rupture, we can hypothesis that the catheter rupture is due to the extension of a catheter damaged done during the implantation procedure, probably while mounting the catheter on the exit cannula. This small defect has spread over time, during implantation period, due to the natural movements of the patient. Indeed, it is worth noting that after the implantation, this part of the catheter is protected by the connection ring. This part of catheter can no longer be damaged after implantation. The IFU warns the user of such dangers (§ vi - technical implementation). This is a rare incident (0,002%), no corrective action is envisaged.

Event description:
"On (B)(6), dr (B)(6) had to remove an intracardiac foreign body (from an access port). This catheter was implanted on (B)(6) 2020 by dr (B)(6). The nurse tested the access port with a pre-filled nacl syringe and observed release of the product outside the vascular system. Control x-ray taken which proves a discontinuity of the medical device. The access port and the adapter are still implanted. The doctor will remove the rest of the device on (B)(6) 2021."